Event description:
A customer reported difficulties with the button that requires a two-finger push to turn on and off. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.